Event description:
It was mention that pericardial effusion was noted and the procedure was cancelled. It was mentioned that versacross access solution was selected for atrial fibrillation (a fib). It was mentioned that during the procedure once the patient was sedated, rf and watchman was implanted using philips 4d ice and fluoroscopy. Ultrasound guided venous access 3 was obtained without difficulty. Intracardiac echocardiography (ice) imaging confirmed the left atrial appendage (laa) was free of clots. A baseline pericardial effusion of 0.7 cm was noted on circumferential but mostly on rv side. Half dose heparin was administered. Transeptal puncture was performed. The versacross device was easily visualized, and the transseptal puncture was inferior/posterior. Wire and sheath crossed without issue. Carto mapping indicated the patient had a very small left atrium. During ongoing ice monitoring, the previously noted effusion appeared larger. Repeat measurement showed an increase to 1.14 cm. Heparin was reversed with protamine. The patient remained hemodynamically stable throughout. A second physician was consulted for additional assessment. Both physicians agreed that pericardiocentesis was not needed as patient was very stable and the effusion did not continue to grow. As per the physician, transeptal puncture too posterior leading to growth in pericardial effusion. The decision was made to abort the procedure and to reassess the effusion with tte in several hours. The patient was transferred to pacu in stable condition. It was further reported that the patient recovered successfully.